Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via patient indicated that she was having problems with communication with patient programmer (pp) last night. The patient was experiencing poor communication on the pp. Patient further stated she was trying to get it to go on and pp was not connecting with implant. Patient confirmed she had bandages present at implant site and patient should attempt to communicate once bandages have been removed. Patient confirmed that she finally got pp to communicate with implant last night but does not recall it say what program she was on. Patient noted that she thinks it might have to do where she was because when she was in the bedroom when she could not communicate with implant but when she moved to the living room, she was able to communicate with implant. There was no symptom reported. The patient indicator for use were for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further complications were reported/anticipated.